Event description:
Had a pt, normothermic, with an "spo2" reading of 100%, using a finger probe. Pt was moderately critically ill and on was on some supplemental o2 when dr came to surgery (rather than 100% o2) and arterial oxygen tension prior to surgery was 74mmhg. One lung ventilation was started. Dr expected to see a "spo2" change but with a strong "pleth" and no error messages the monitor read 100% and never moved. A blood gas was taken and "po2" of 60 mmhg and then later of 55mmhg was taken from an arterial pressure line. The dr indicated this would calculate to a "spo2" of about 90% and 88% respectively. Dr states that in both cases dr drew blood gasses since it was a protocol for those types of pts. Otherwise dr wouldn't have known about the inaccurate "spo2" saturation number. Dr did become suspicious when dr went to one lung ventilation and there was no change in the "spo2" at all because clinically one would expect a lower saturation in light of the "pao2" findings via arterial blood gas in both circumstances.